Event description:
It was reported that during routine maintenance the tip of the device was warming-up. There was no patient involvement and no adverse consequences.

Event description:
It was reported that during routine maintenance, the tip of the device was warming-up. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event was confirmed. The device was found to have corrosion and lack of lube affecting the bearings. Based on a review of the risk document, corrosion and lack of lube on the bearings will cause the device to heat up. This is because of increased friction during use.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.